Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was identified that the user was not aware or had forgotten the basal programming. Customer reported basal had not been delivered, so they were running low. The blood glucose was 235 mg/dl. The device will not be returned for analysis.